Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix disengaged from helical channel, and blood noted on helix mechanism; the analyst noted that the helix had been over-retracted; full lead returned and analyzed.

Event description:
It was reported that during the implant attempt the lead helix would not extend ("move out"). The lead was not implanted. No patient complications were reported as a result of this event.